Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding into viewing area. The ring is missing. Upper and lower cases, one bail cover, and battery drawer are broken. Ring cover is missing. Battery contacts are compressed. Main printed circuit board is out of mechanical specification. Battery drawer o-ring is damaged.

Event description:
It was reported that the upper part of the display was damaged on the external pulse generator (epg). The epg was returned for service. No patient involvement was reported.